Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, at the time of deployment of the 29 mm sapien 3 valve by tf approach in aortic position, the balloon did not inflate. Force was applied to remove the delivery system with the valve crimped on it and a second valve was used with good result and no consequence for the patient. The valve alignment had been performed in the straight section of the aorta with no issues.

Manufacturer narrative:
The minimum luminal diameter (mld) was 6.0mm with mild calcification and mild tortuosity. There was no resistance during alignment, and the valve was aligned in the straight section. The commander delivery system was returned to edwards lifesciences for evaluation in a used condition along with the atrion device and the esheath. The delivery system came with loader cap inserted on the flex shaft and a valve crimped on the inflation balloon. The returned commander delivery system was visually inspected. The inflation balloon was separated from the crimp balloon on the proximal edge of the inflation balloon to crimp balloon (I/c) laser bond. The I/c bond remained intact. No other visual abnormalities noted. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The measurements met specification. No relevant functional testing related to a torn balloon could be performed due to the damaged condition of the returned device (crimp balloon material separation proximal to I/c bond). However, the complaint for balloon torn was confirmed by visual inspection. The work orders related to the manufacturing of the device and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing related issues that could have contributed to this reported event. A lot history review for the related work order was performed and revealed no other similar complaints for the complaint codes balloon ¿ torn and delivery system ¿ withdrawal difficulty ¿ valve, through sheath. A review of complaint history for the edwards commander delivery systems from july 2016 to june 2017 revealed other returned complaints for ¿balloon ¿ torn¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the june 2017 control limits for the trend category of ¿damaged¿. A review of complaint history for the edwards commander delivery systems from july 2016 to june 2017 revealed other returned complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the june 2017 control limits for the trend category of ¿withdrawal difficulty¿. No IFU/ training deficiencies were identified. During manufacturing, the commander delivery system components and assembled delivery system underwent multiple 100% inspections. The crimp balloon underwent 100% balloon dimensional inspection for distal length, proximal length, distal inner diameter (ID), proximal ID, and wall thickness. 100% visual inspection for general appearance / gross defects under magnification, foreign matter, impurities, contamination, fish eyes and gel spots was also performed. The inflation balloon underwent 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od), and double wall thickness. 100% visual inspection was also performed for witness lines, foreign matter, impurities, contamination, deformation or ring shape on the cone, crow¿s feet, gel spots, fish eyes, and scratches. The laser bond between the inflation bond and the crimp balloon was inspected under 2.85x magnification for smooth bond joint with no gaps between components. In addition, the bond was inspected for bubbles and burns. During the pleat and fold process, the inflation balloon was visually inspected for fold lines and distorted/pinched folds. Distorted/pinched folds were inspected again in final inspection along with wrinkles/waviness and fold lines. Both manufacturing and quality 100% inspected the fully assembled commander delivery systems for defects and cosmetic appearance under minimum 2.85x magnification, missing components, incorrect assembly, device damage, and contamination and all bonds for gaps between components and for excessive bubbles present in the bond. The commander delivery system is leak tested to ensure that there are no holes or leaks in the inflation lumen of the balloon. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Furthermore, the manufacturing lot underwent product verification (pv) testing on a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks, cracks, missing or loose components. All units evaluated for work order passed testing. Balloon burst pressure test and inflation balloon to crimp balloon bond strength test were performed on finished devices under a sampling basis during pv testing. The burst pressure of tested units was measured to meet the statistical requirements. The tensile bond strength between the crimp balloon and the inflation balloon met specification, as did the system retrieval force of tested units. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The report of ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned device (torn crimp balloon). The crimp balloon was observed to be torn and separated adjacent to the I/c bond. Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. No manufacturing non-conformities were able to be identified during the engineering evaluation of the returned device (review of complaint history, lot history, DHR and manufacturing mitigation). A review of the manufacturing mitigation supports that the balloon and delivery system had proper inspections in place to detect issues related to balloon tears and delivery system withdrawal difficulties. Factors known to contribute to balloon tears are tortuous patient anatomy, and procedural factors from handling during valve alignment or fine adjustment. This issue and associated risks have been documented in a previously opened pra. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per the complaint description, the patient had mild degree of access vessel calcification and tortuosity. The access vessel was also reported to have an mld of 6 mm, which is the minimum vessel diameter instructed for use with 29mm commander delivery system with sapien 3 valve. The tortuous anatomy can further create force and friction against the delivery system as it is advanced, and the sharp bends can cause the valve struts to dig into the balloon, causing it to weaken and tear. While a definitive root cause is unable to be determined, it is likely that patient and/or procedural factors contributed to the reported event. Based on the condition of the returned device, the report of ¿delivery system ¿withdrawal difficulty ¿ valve, through sheath¿ was confirmed. However, no potential manufacturing non-conformance were identified. Patient/procedural factors that are known to contribute to difficulty retrieving a device include patient vascular calcification/ vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved and position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). Once the inflation balloon and the crimp balloon are torn, it can create difficulties retrieving the delivery system through the sheath, where the torn inflation balloon and thv may become non-coaxial and catch onto the sheath tip or patient anatomy. The reported mild access vessels tortuosity and calcification could also have caused non-coaxial retrieval angles, which can contribute to any difficulties experienced with delivery system retrieval. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing non-conformance and labeling/training/IFU deficiencies were identified. As a result, no preventative or corrective actions are required. For the torn balloon, a product risk assessment (pra) was previously initiated for further assessment of the issue per management discretion. The complaint for ¿balloon ¿ torn¿ was confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. No training or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed control limits for this trend category. Available information suggest that patient/procedural factors may have contributed to the event. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment and consideration for further escalation. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed. No manufacturing issues were identified in the returned product during engineering evaluation. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time.